Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D14832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (motrin children), levothyroxine sodium (synthroid) and minerals nos;vitamins nos (prenatal vitamins). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), vertigo ("vertigo") and feeling abnormal ("brain fog"). In (B)(6) 2016, the patient experienced rash papular ("tiny red itchy bump on things") and pain in extremity ("upper thigh pain/leg pain"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergic rash"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), autoimmune thyroiditis ("hashimoto's disease"), seizure ("seizures"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, vaginal haemorrhage, dermatitis allergic, allergy to metals, rash papular, vaginal infection, vaginal discharge, abdominal distension, pain in extremity, autoimmune thyroiditis, seizure, psychological trauma, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, vertigo and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, autoimmune thyroiditis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pain in extremity, pelvic pain, psychological trauma, rash papular, seizure, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy note date of insertion: (B)(6) 2016, 2015, (B)(6) 2016. Patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), psych injury , hashimoto's disease. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Imaging procedure - on (B)(6) 2016: essure confirmation test :- yes. Batch no d14832. Production date 2014-10-07 expiration date 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D14832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (motrin children), levothyroxine sodium (synthroid) and minerals nos;vitamins nos (prenatal vitamins). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), vertigo ("vertigo") and feeling abnormal ("brain fog"). In (B)(6) 2016, the patient experienced rash papular ("tiny red itchy bump on things") and pain in extremity ("upper thigh pain/leg pain"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergic rash"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), autoimmune thyroiditis ("hashimoto's disease"), seizure ("seizures"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, vaginal haemorrhage, dermatitis allergic, allergy to metals, rash papular, vaginal infection, vaginal discharge, abdominal distension, pain in extremity, autoimmune thyroiditis, seizure, psychological trauma, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, vertigo and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, autoimmune thyroiditis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pain in extremity, pelvic pain, psychological trauma, rash papular, seizure, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy note date of insertion: (B)(6) 2016, 2015, (B)(6) 2016, (B)(6) 2016. Patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), psych injury , hashimoto's disease. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Imaging procedure - on (B)(6) 2016: essure confirmation test :- yes. . Batch no d14832 . Production date 2014-10-07 expiration date 2017-10-28. , quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: essure date explanted updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D14832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (motrin children), levothyroxine sodium (synthroid) and minerals nos;vitamins nos (prenatal vitamins). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), vertigo ("vertigo") and feeling abnormal ("brain fog"). In april 2016, the patient experienced rash papular ("tiny red itchy bump on things") and pain in extremity ("upper thigh pain/leg pain"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergic rash"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), autoimmune thyroiditis ("hashimoto's disease"), seizure ("seizures"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, vaginal haemorrhage, dermatitis allergic, allergy to metals, rash papular, vaginal infection, vaginal discharge, abdominal distension, pain in extremity, autoimmune thyroiditis, seizure, psychological trauma, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, vertigo and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, autoimmune thyroiditis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pain in extremity, pelvic pain, psychological trauma, rash papular, seizure, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy note date of insertion: (B)(6) 2016, 2015, (B)(6) 2016. Patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), psych injury , hashimoto's disease. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Imaging procedure - on (B)(6) 2016: essure confirmation test :- yes. Batch no d14832. Production date 2014-10-07. Expiration date 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Case updated to serious incident. Essure removal done. Date of essure insertion and removal added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.